Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported speaker not working which was reproduced. The reported speaker not working was verified and found to be caused by the backflex to be not properly seated in the input/output processor circuit board connector. The backflex was properly sated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a speaker that didn't work. There was no known patient injury or medical intervention associated with this event. No additional information is available.